Event description:
The pt was reportedly experiencing loss of lock with the cochlear implant and external equipment and headpiece retention issues. External equipment was exchanged, however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another cochlear device.